Event description:
It was reported that a user experienced persistent hyperglycemia over several days while using the ilet, with device data showing a majority of readings above range and the device providing high and low glucose alerts; troubleshooting and education were provided, including a factory reset and guidance on learning-phase best practices. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included review of device-reported glucose metrics and remote troubleshooting with user education. Investigation of this case revealed no device malfunction identified, with hyperglycemia of unclear cause and isolated hypoglycemia episodes managed with corrections and glucose tablets. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.